Manufacturer narrative:
The device was received with needle mechanism partially deployed with the slide insert in the viewing window and the linkage assembly partially retracted. The hard cannula was seen exposed past the bottom housing in the exposed portion of the soft cannula. No timeouts, drive stalls or alarms were observed in the download data. Upon removing the top housing the linkage assembly fully retracted. The underside of the top housing was observed and score marks were found. The linkage assembly was misaligned which caused for the needle mechanism to not be able to fully retract after deployment. No other damages or deficiencies were observed during the investigation. The exposed portion of the hard cannula was found to be bent. It could not be determined when this damage occurred or if it affected the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation. Blood glucose levels reached 328 mg/dl.